Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The unit was unable to perform functional testing including the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the buttons not responding. No moisture damage on the lcd board, motherboard, interfaceboard, reference board, motor, vibrator, and battery tube assemblies were noted during visual inspection. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she accidentally fell into a swimming pool while wearing her insulin pump. The customer got out of the pool and left her device to dry in the sun. The patient's blood glucose at the time of incident is unknown. The customer then left and returned; her device was lost or stolen. However, she located her device one more. The insulin pump was returned and replaced.